Event description:
It was reported that a home patient experienced an infection, coincident with peritoneal dialysis therapy. The cause of the infection was not reported. On an unreported date, the patient was hospitalized for the event. On unreported date(s), the patient was treated with intravenous antibiotics (medication, dosage, frequency, and duration not reported) for the event. It was not reported if peritoneal dialysis therapy was ongoing. The patient was not recovered from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient experienced an unspecified infection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.